Event description:
It was reported that during a procedure to stent the sfa, the device failed to deploy. The system was removed from the patient and no injury to the patient was reported. The doctor used the trigger method to deploy it in the patient and when that failed, he removed the device and delivery system and attempted to deploy the stent on the table, using the pin and pull method and it still did not deploy. There was a straight path to the intended site, with no bends or curves or calcifications reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Visual inspection of the sample revealed the safety clip was missing. The system was completely seperated from the handgrip. The handgrip shows a different stent size than the system. The handgrip has been triggered for 125 mm. The distance from the sheath connection to the oval handle is 150 mm. The outer catheter is kinked at the guiding tube and kinked again 590 mm from distal. The stent is in the system and in place. The inner catheter is flush with the tip. The stent could be released by the pull-back method without a problem. It was not possible to flush from proximal as there was a leak at the transition from the oval handle to the guiding tube connection. Functional testing was performed. The stent could be released via the pull back method without issues. Functional testing with the handgrip could not be performed as the handgrip for the complained product was not returned. The reported event could not be duplicated. This application represents an off-label use. The fluency tracheo bronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described int his case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.